Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to chest pain. A review of the presenting data did not identify any episodes. However, a review of the stored data identified a pacemaker mediated tachycardia event which showed three beats of loss of capture. Back up pacing was delivered following the loss of capture due to automatic capture. A boston scientific technical services documented and discussed the clinical observations with the caller. No adverse patient effects were reported.